Event description:
It was reported that a patient underwent a left total knee arthroplasty on an unknown date and subsequently was admitted to the hospital due to periprosthetic joint infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A2- age range 60-64. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product, unknown persona articular surface, unknown persona tibial tray, unknown canary stem. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed annex g code: mechanical (g04) ¿ femur.